Event description:
The event is reported as: complaint alleges: a child received a burn from a hudson comfort flo heated wire circuit. "This event caused a heat blister sized 3cm by 1-2 cm. This was caused because a nurse had wrapped the heated wire circuit in a blanket and the child was lying on the circuit." As reported by the customer: the customer reports that the oxygen line got disconnected from the wall. The nurse, who reported this incident did not feel it was a major event. She also agreed that this was not the fault of the neptune heater and circuit, but nursing protocol problem. Pt current condition is fine. Additional info being requested.

Manufacturer narrative:
The event caused a heat blister to the pt. It is unk if any treatment was necessary. It is reported that the condition of the pt is fine. A device history record (DHR) review could not be conducted since the lot number was not provided. The customer complaint was not confirmed. However, based on the customer complaint description, the issue was related to a use against IFU warnings. Product IFU states on warnings "do not cover circuit with sheets, blankets, towels, clothing or other materials" on the info supplied. The product was used against IFU warnings causing the issue reported. No sample disposition is required since there was no product returned for analysis.